Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the instrument data files and advised the customer that the original result for sample ID (B)(6) should not have been reported to the physician(s), since it was flagged as an abnormal assay. As per the dimension vista system operator's guide, when an abnormal assay error appears: "the result cannot be reported. Rerun the sample." Ccc reviewed the instrument data and observed kinetic flags error messages which indicated issues with sample probe 1 (s1) mixer. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse observed that s1 mixer failed mix testing. The cse replaced sample probe 1 and the printed circuit assembly mixer and probe. The cse aligned the probe and manually aligned bottom of cuvette correction (bocc). The cse ran a quick check and precisions, after which testing passed. The cse ran patient correlations between the analyzers, resulting within specifications. The cause of flagged results being reported to the physician(s) was a user error. The cause of the discordant, falsely low ca results was related to s1 mixer malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on two patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The original result for sample ID (B)(6) was flagged as an abnormal assay and was erroneously reported. The second sample ID (B)(6) was not flagged. Both samples were repeated with a new reagent flex, on an alternate dimension vista instrument, resulting higher. The corrected results were reported to the physicians(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.